Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change-out, high, out of range high voltage lead impedance was observed. Patient was asymptomatic. Programming changes were made. The lead remains implanted.